Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and coma on (B)(6) 2018 with unknown blood glucose. The customer did not experience any symptoms as a result of low blood glucose. It was not mentioned how the customer was treated and whether the auto mode feature was active at the time of the incident. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.